Event description:
It was reported that a tsw35 was used during a laparoscopic low anterior resection procedure. It was reported by the affiliate that the surgeon was unable to fire the instrument at all. There was no consequence to the pt.